Event description:
A ventilator was returned to the MFR for service. There was no allegation of device malfunction. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the mfg's service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.